Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing in sterile processing, it was observed that the angle attachment device sounded ¿rough¿ and was making a ¿static¿ sound. It was further reported that the device was running hot and presented an interface issue at the connection point between the attachment and the distal tip of the motor device causing the attachment device to wobble. The reporter stated that the attachment device had a small amount of rotational movement that would equate to less than 1/2 a millimeter in either direction. The attachment device was not disconnecting from the drill. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the attachment device sounded rough, clarified as a normal hum but with static, was confirmed. However, the reported condition that the device was running hot and was ¿a little wobbly¿ was not confirmed. An assessment was performed and it confirmed that the device had vibration (normal hum but with static). It was determined that the cause of the failure was from corrosion and organic debris which led to degradation of the bearings, gear resulting in misalignment of the inner races of the bearings. It was determined that the cause of the failure was worn out bearings. The assignable root cause was determined to be component damage from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.